Manufacturer narrative:
Product is indicated to be used for bone stabilization and elongation when correction of oral, cranial, mandibular and maxillofacial deficiencies or post-traumatic defects require gradual bone distraction. These devices were used in the hand. We are unable to say if the off label use of this device is the reason for the revision surgery. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the distraction device was implanted on (B) (6) 2009 in the patient's hand. There was no open wound or signs of infection, just soft tissue inflammatory response. The devices were explanted on (B) (6) 2010.